Event description:
A revision surgery was conducted using the blueprint planning feature. The reason for the revision was that the patient's baseplate became dislodged from the glenoid within two weeks of the initial surgery. The devices removed during the revision were the baseplate and the glenosphere. The initial surgery encountered challenges, including a drop off on the posterior glenoid due to bone loss, which likely contributed to the baseplate not being properly secured. Additionally, one of the peripheral screws had broken during the initial surgery, but it was not deemed to be the cause of the revision.

Manufacturer narrative:
Please note the correction regarding h6 (results & conclusion codes): the reported event was confirmed, based on the medical expert evaluation of documents provided by user/third party. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. However, formal medical opinion was sought from an experienced independent medical expert as below. ¿the migration of the implant is confirmed. The implant was placed too far anteriorly at a native glenoid that already had insufficient bone stock at the anterior side. Based on investigation, the root cause was attributed to a user related issue. The event migration of the glenoid implant construct (glenoid baseplate and glenosphere) due to insufficient anterior bone support of the glenoid base plate in an already bone deficient glenoid anteriorly. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
A revision surgery was conducted using the blueprint planning feature. The reason for the revision was that the patient's baseplate became dislodged from the glenoid within two weeks of the initial surgery. The devices removed during the revision were the baseplate and the glenosphere. The initial surgery encountered challenges, including a drop off on the posterior glenoid due to bone loss, which likely contributed to the baseplate not being properly secured. Additionally, one of the peripheral screws had broken during the initial surgery, but it was not deemed to be the cause of the revision.